Event description:
A malfunction was reported by the customer regarding their tandem pump, indicated by malfunction code 199 and code malf 16. The issue's impact on the customer's blood glucose level was unknown as the customer declined to answer whether their bg exceeded a specific limit. Technical support decided to replace the malfunctioning pump and instructed the customer to allow the battery to deplete fully before returning it with a prepaid label. The customer was advised to switch to multiple daily injections (mdi) as a backup insulin delivery method while waiting for the replacement.